Event description:
The safety syringe exploded the top releasing the syringe and exposing others to potential for injury. The nurse gave the above listed patient an injection on (B)(6) 2019 around 11:55pm. She was using a safety syringe called vanishpoint. Following the injection, while the syringe was still penetrating the patient she engaged the retraction button at the top of the syringe. As the needle was retracting into the syringe, it exploded from the top of the device falling into the patient's bed. No injury noted to patient or staff as a result of this occurrence. An email was sent to the retractable technologies at rti@vanishpoint.com and rtiservice@vanishpoint.com on (B)(6) 2019 4:06 pm to inform them of the incident with this device.